Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a moma ultra for treatment of the patient¿s common carotid artery. The device was inspected and prepped per IFU. Negative prep was performed using optiray contrast. It was noted during prep of the device prior to use in the patient that the distal balloon was punctured as it was leaking contrast and a pin hole burst was noted. It was reported that the device was used in the patient, as the physician felt that it could be used with just the functional proximal balloon. Inflation pressure not known. All device components were removed from the patient, no fragmentation occurred, no intervention required. No patient injury was reported.